Event description:
(B)(4). Initial report: this non-serious spontaneous report was received from a physician via our affiliate in (B)(4). This report involves a female patient (age not provided) who was administered sculptra (poly-l-lactic acid) approximately one year ago (dosage, indication and therapy dates not provided). No medical history or concomitant medications are indicated. This information was received from a physician via a company sales representative on (B)(6) 2008. A female patient was treated with sculptra and developed some nodules one year after her last injection. No further information was provided. Date of sculptra injection: not reported. Dilution volume: not reported. Amount injected: not reported. This patient has not had similar events after treatment with other products or with sculptra. It was not reported if any histology or other laboratory tests were performed. Reporter's causality assessment was not indicated. Addendum for follow-up received on (B)(6) 2008: additional information was received from the physician indicating this report involves a (B)(6) female patient who was treated with injectable poly-l-lactic acid fourteen months ago. At the beginning of (B)(6) 2008, some visible nodules were noted in the injected regions of the chin, marionette lines and cheekbones. No further information was provided. The reporter's causality assessment was indicated as possible.